Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed for multiple issues including air detected in the cassette. He could not clear the alarms and discontinued treatment. The following morning he opened the cassette door and found fluid had leaked from the cassette. The set was not made available for evaluation. During follow up the patient's pd nurse reported the patient did not have any signs of infection. He did not receive any antibiotics.